Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 270 mg/dl. The customer stated that she had received a low battery alarm but did not hear it, after which the screen went blank. She had planned to treat with a bolus when she noticed the insulin pump counting down from "6-1," just before going blank. She also observed that the black o-ring at the reservoir compartment had come out from wear and tear. She stated that her high blood glucose level was due to the insulin pump not being on, although she declined troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display or unexpected low battery alarm noted. No missing reservoir tube o-ring. The device was received with minor scratched display window, cracked case display window corner, and broken reservoir tube lip.